Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking. This was noted during a post-compounding check performed by the customer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: (B)(4) 2017 ¿ (B)(4) 2017. The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the image shows fluid inside a bag that contains the infusor device which suggests leakage has occurred. The reported condition was verified. The cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.